Manufacturer narrative:
B5. Additional information received; it was reported the reason for the secondary procedure performed on (B)(6) 2020 was to resolve type ia endoleak (proximal end), resolve undetermined endoleak, resolve aneurysm expansion and other, opportunity to extend short right limb. Type of secondary procedure: ballooning, placement of stent graft extensions, endoanchors. One additional endurant device implanted it was reported the likely type ii endoleak via the ima is still continuing (aneurysm size is 78mm). The investigator assessed it as related to device and procedure. The type ia endoleak was assessed by the site and sponsor to be related to the device and not related to the procedure. It was reported no actual endoleak was seen during the secondary procedure, therefore the leak type was undetermined. The ceuss on the (B)(6) 2021 thought it was a likely type ii but the CT just under a month later thought it was likely to be a type I. The type ii endoleak is now reported as resolved and has been assessed by the site and sponsor as not related to device or procedure. The type ia endoeak has now been assessed by the site/investigator as not related to device or procedure. The sponsor assessed it as having a causal relationship to the device and not related to procedure. The shortening of the right limb event was assessed by the site/investigator as not related to device or procedure. The sponsor assessed it as having a causal relationship to study device and not related to study procedure. This event was resolved with the secondary procedure on (B)(6) 2020 with the extension of the right common iliac stent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The site has now assessed the type ia endoleak as related to the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was used in the endovascular treatment of the patient for an unknown sized abdominal aortic aneurysm on (B)(6) 2010 a follow up CT scan from (B)(6) 2020 shows a ¿type ii endoleak¿ which represents low pressure backflow of blood into the aortic aneurysm through the small branch arteries. There has been a slow increase in diameter since 2017. It was reported that a type ia endoleak with an onset date of (B)(6) 2020 was observed on a follow-up CT scan on (B)(6) 2020. It was reported that due to the type ia endoleak, there was a loss of apposition between the aortic wall and the stent graft at the top of the aneurysm which lead to dilation of the aorta over time and the right limb retracting upwards. The event was reported to have been resolved on (B)(6) 2020 after intervention with endoanchors in the proximal aortic neck and extension of the right limb stent graft with another limb implanted. This procedure was performed to resolve migration of the left limb along with the type ia endoleak with aneurysm expansion. The event was deemed related to the device by the sponsor but not related to the procedure. The site assessed the event as related to the device but not related to the procedure it was reported the type ia endoleak is still present.